Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/31/2018 that on (B)(6) 2018, a loss of connection occurred. Data was unable to be performed. The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and failed. Performed share log review and no data was found. The reported event of a loss of connection was undetermined. The reported allegation was not found. The customer complaint confirmation was undetermined because there was no voltage and no data in the cloud.